Event description:
Additional information was received that the remote home monitoring issued an alert for low out of range shock impedance measurement. The field representative was unable to obtain any additional information from the clinic. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued alerts for intermittent high out of range pacing impedance measurements for the right ventricular (rv) lead. The physician contacted boston scientific technical services (ts) and noted that all other lead measurements were within range and they would continue to monitor the patient. Additional review of the data has revealed that this is a device specific issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.